Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed on the ventricular channel was observed on a stored egm. Programming changes were made. There was no further instance of post-paced t-wave oversensing.